Event description:
No harm. The patient was in the cath lab. The post dilating balloon broke mid shaft leaving the balloon inside the guide catheter. The md removed both items successfully from the pt completely intact. The cath lab manager will return the device to abbott.